Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced discrepant glucose readings between the ilet and a dexcom g6 sensor due to the ilet being paired to an old transmitter serial number after the user had started a new dexcom g6 transmitter and sensor, which resulted in high glucose readings and alerts until proper pairing and calibration were completed. Symptoms included hyperglycemia with a highest reported blood glucose of 519 mg/dl and alerts for prolonged elevated glucose. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no immediate health effects. Investigation included technical troubleshooting, device education, sensor calibration, and correction of transmitter and sensor pairing with confirmation that ilet values subsequently matched the dexcom app. Investigation of this case revealed incorrect pairing configuration with the cgm transmitter that caused inaccurate or mismatched glucose data on the ilet until re-pairing and calibration resolved the discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error.